Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that during routine patient updates, patient called the office on (B)(6) 2017 to report that he was having loose, dark stools for two days and was feeling fatigued and shortness of breath (sob).  It was stated that the patient usually has dark stools due to oral iron supplements. The patient was instructed to come to the ed for further evaluation.  It was stated that the patient denied any alarms from his left ventricular assist (lvad). On admission to the hospital it was stated that the patient's hemoglobin (hgb) was 6.3, but dropped to 5.3 on the re-check. The patient was then transfused a total of 3 units of packed red blood cells (prbcs) during his hospitalization.  International normalized ratio (inr) was 2.4 on admission and the site reports his inrs have been therapeutic.  It was further stated that the patient was taken to the gastrointestinal (gi) lab on (B)(6) 2017 and an esophagogastroduodenoscopy (egd) found one single, actively oozing arteriovenous malformation (avm) in the second portion of the duodenum which was clipped.  It was also stated that the colonoscopy scope was negative for any active bleeds.  It was stated that following the gi intervention, the patient's hgb stabilized to a level of 7.7 at discharge on (B)(6) 2017.  No changes were made to the patient's anticoagulation regimen as he remains on aspirin (asa) 325mg daily and warfarin with an inr goal of 2-3.  To date, the patient has had no further episodes of gi bleeding and is doing well at home. No additional information available.